Manufacturer narrative:
The reported events were for extra cardiac stimulation and failure to advance the guidewire. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. X-ray examination found no anomalies. The reported event for failure to advance the guidewire was not confirmed. The guidewire was able to be inserted to the tip of the lead with no traction. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a procedure. During the procedure, the physician repositioned the left ventricular (lv) lead and noted phrenic nerve stimulation which caused the guidewire to be unable to pass. The physician opted to replace the lv lead, and a new lead was successfully implanted. The patient was in stable condition.